Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the unintentional coverage could not be determined with the provided information.

Event description:
On (B)(6) 2013, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a contralateral leg component was implanted unintentionally covering the hypogastric artery. The device was left covering the hypogastric artery, and the patient tolerated the procedure. No further adverse events were reported.